Event description:
Additional information received from the patient. The patient stated that the shock did resolved, however, since having manufacturer removed ,they have not noticed an appraisable change.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient wanted to turn off her device, as it hurt. The patient was advised to contact her clinician or a manufacturer representative. The patient was given the patient and technical service number. On a call with patient services, it was reported that about a week ago, she noticed that the stimulation started to feel different. It felt like shocks, which were uncomfortable and the ins site hurt. The patient indicated that she had not had any recent falls or trauma. The patient wanted to turn stim off. Patient services reviewed general use, how to decrease stimulation settings and the option to switch programs. The patient was able to turn stimulation off. The patient was going to monitor reported sensation when the stim was off and was redirected to provide updates to her healthcare provider. Patient services sent the patient a guide for their therapy application usage. No further complications were reported.